Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 162 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents. No damage was noted to the isolation tape. No moisture damage was noted. However, the insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.